Event description:
It was reported that the patient experienced an infection at the pocket. Antibiotic treatment was necessary. The battery was starting to come out at pocket incision. Small amount of infection was present, so they removed the entire system. Patient status at time of reporting was noted as alive - no injury.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va057lw, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the lead revealed no significant anomalies. The body of the lead was cut through. Final analysis of the stimulator revealed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.